Event description:
It was reported that during a treatment procedure, vessel perforation occurred. The physician was performing a treatment procedure within the proximal right coronary artery (rca) with a crossboss device when a perforation was noted. The physician could not tell if the crossboss or the guidewire caused the perforation. The procedure was concluded and the patient status was fine.

Manufacturer narrative:
Two physicians were noted to be present during the procedure - dr (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).